Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that the rpms were increased but there was no flow. The customer suspects that the oxygenator was unseated. The exact error message displayed can not be provided by the customer. No harm to any person has been reported. The device was investigated and it was verified that there was no visible damage. The flow/bubble sensor was not contaminated but was cleaned by the getinge service technician as a precaution. The unit performed according to specifications. No part was replaced no failure or error message could be replicated. As there was no flow during patient treatment and this represents a risk for the patient, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the rpms were increased but there was no flow. The failure occurred during treatment. The customer is stating that the oxygenator could be unseated. The ECMO specialist on the pump did not recognized the error message. No harm to any person has been reported. As there was no flow during patient treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2024-10-17 and 2024-10-21. The fst confirmed that there was no mechanical damage on the sensor or the device, as well as there was no contamination on the sensor. No part was replaced, as the failure could not be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "no disposable detected" could be confirmed on the date of event. The root cause is that the hls set was unseated as mentioned by the customer. This could be confirmed as on the event date the error message "no disposable detected" was logged. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The review of the non-conformities has been performed on 2024-10-29 for the period of 2020-10-21 to 2024-10-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "rpm increased but no flow" could be confirmed, but was not a device related malfunction. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-10-17 till 2024-10-17). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).